Event description:
It was reported that there was a leak of insulin from the reservoir. The customer also experienced hyperglycemia. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.